Manufacturer narrative:
In patients implanted with heart mate device, the interrogation of ICD/crt-d with the cpr4 head may be interrupted by interferences from the heart mate device (lvad). The most likely hypothesis is the presence of emi (electromagnetic interferences) generated with the lvad (left ventricular assist device) where the frequency is the same as that used for telemetry in icds. No general malfunction is suspected on the telemetry head. This case is retained and utilized for trend purposes.

Event description:
Reportedly, it was not possible to interrogate the device with the cpr4 for a patient implanted with a heartmate 3. The interrogation was ok with the cpr3h head.